Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump's escape button was unresponsive. The caller did not recall any significant events leading up to this issue. Blood glucose level at the time of the incident was 450 mg/dl, which was treated with a bolus. The caller was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened and creased escape button dome switch. No unlocked j2 lcd keypad connector. The insulin pump was received with all operating currents within specifications and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had minor scratched lcd window, cracked belt clip slot, cracked battery tube threads and broken reservoir tube lip. The insulin pump was missing the reservoir tube o ring and the endcap sticker.